Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was t-wave over sensing at the device change out and the patient heart rate decreased. Reprogramming occurred and the lead is still in use. No further patient complications have been reported as a result of this event.